Event description:
After receiving two cypher stents, the patient had coronary stent thrombosis.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report #9616099-2007-02184. The target lesion was the proximal to distal circumflex and the obtuse marginal (om). For the om, the vessel was de-novo, eccentric and bifurcated. Aha/acc classification of the vessel was type b2. The lesion length was 15mm and vessel diameter was 2.5mm. For the circumflex, the vessel was de-novo, eccentric, bifurcated and ostial. Aha/acc classification of the vessel was type c. The lesion length was 50mm and vessel diameter was 2.5mm. The procedure was an elective case. For the om, pre-dilatation was conducted with a 2.0 x 20mm balloon at 6atm for 30 seconds. A 2.5 x 18mm cypher was implanted at 9 atm for 30 seconds. Post-dilatation was conducted with a 2.25 x 14mm balloon at 14 atm for 30 seconds. Ivus was not conducted. The physician intended to implant at the ostium of the om, but it was implanted slightly distal to the target portion. The residual stenosis at the ostial lesion was treated by balloon angioplasty. Timi flow before the procedure was 3 and 3 after the procedure. For the circumflex, pre-dilatation was conducted with a 2.0 x 20mm balloon at 10atm for 30 seconds. A 2.5 x 28mm cypher was implanted at 22 atm for 20 seconds. A micro driver 2.25 x 14mm bare metal stent was implanted at 16 atm for 20 seconds distal to the implanted cypher overlapping it. A 2.25 x 12mm micro driver stent was then implanted at 14atm for 30 seconds distal to the first micro driver stent overlapping it. Post-dilatation was conducted with a 2.75 x 19mm balloon at 22 atm for 20 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. A few days later, another staged procedure was conducted to treat the left anterior descending with a 2.5 x 16mm taxus stent. The following day, the patient complained of chest pain in the hospital. Coronary angiography was conducted and thrombus was observed from the 2nd cypher at the proximal circumflex to the distal portion. To treat the thrombus, aspiration and balloon angioplasty was conducted with balloons. Kissing balloon technique was conducted with a ryujin 2.5 x 15mm balloon for the distal circumflex and a maverick balloon for the om. A 2.5 x 16mm taxus was implanted at the gap in the ostium of the om. Physician indicated that the possible cause of the thrombotic event was because the stent was under-dilated, the lesion was diffuse and there remained residual stenosis, and because the diameter of the distal vessel was small and small stent was implanted there. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.